Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies could not be interrogated. Three different wands and two programmers were tried. The patient was not pacemaker dependant. The local guiodant representative was unsure of what the atrial tachycardia egm storage was programmed. The device was being interrogated after post endoscopy.